Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix broke off and attempted to snare the helix, however, the helix remains were embedded in the rv septum. This rv lead was replaced with the different model and not implanted. No additional adverse patient effects were reported.